Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and confirmed the reported issue. The stm replaced the fill and drive manifolds and completed pressure transducer calibrations. The stm completed functionality checks and passed to factory specifications. The iabp was returned to the customer and cleared for clinical use. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6). The full name of the event site was shortened due to field character limit; the full name is (B)(6) hospital authority.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a drive manifold failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.